Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on lot number 15gt18 and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no obvious defects were observed. The white and blue cuffs were inflated to 25mbar with a calibrated endotest. No issues were detected during the inflation. Leak testing was also performed and no leaks were found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device, and there was no plastic piece detached as reported in the complaint.

Event description:
The customer alleges that after the catheter was inserted, and during a fiber optic inspection to verify that the eb carlens was well positioned, a small plastic piece was found; it had detached from the catheter. The plastic piece was removed by aspiration of the fiber optic. There was no clinical consequences reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that after the catheter was inserted, and during a fiber optic inspection to verify that the eb carlens was well positioned, a small plastic piece was found; it had detached from the catheter. The plastic piece was removed by aspiration of the fiber optic. There was no clinical consequences reported.